Manufacturer narrative:
The malfunction was duplicated and the transducer screens were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed functional testing. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.